Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture and out of range high impedance on the right ventricular (rv) lead. The rv lead was explanted and replaced. Once in the pocket, the physician discovered the left ventricular (lv) lead was "broken" near the connector port. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.